Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary drawer 3.2 failed and not detected on bus. A field service engineer (fse) attempted to replace the pyxis module controller (pmc) board for drawer 3.2 due to only one of the two indicator lights emitting light, which did not resolve the issue. The fse replaced the drawer controller board for 3.2, which also did not fix the issue. Finally, the fse replaced the retractor band for 3.2 and rebooted the station. After the reboot, all lights on the pmc and drawer controller board were functioning. The customer logged in, successfully recovered the failed storage space, and was able to access medications, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 failed and displayed error message device not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.